Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 and alleged that the meter was reading inaccurately low. The patient tested his blood glucose on the same day at 12:00 p.m. And obtained a result of 226 mg/dl. He stated that this was his first test of the day. (He tests his blood glucose upon waking and that time varies). He took 20 units of his lantus and 20 units of humalin 70/30. He stated that he started feeling shaky around the time he tested. He reported shakiness being a typical symptom of high blood glucose. Because of the shakiness, he went to the hospital at 12:30 p.m. And he was given "another shot of insulin" after obtaining a 380 mg/dl on the hospital meter. He does not know the type of insulin that he was given. He was released after receiving treatment. The patient stated that his regimen, according to his physician, is as follows: 40 units of lantus twice daily and 40 units of humalin 70/30 twice daily, but if the result is between 250 to 150 he is to only take 20 units of each and if the result is less than 150 mg/dl, he does not take any insulin. The patient reported that for the 3 days prior to this date, he did not take any insulin because his results were less than 150 mg/dl. The patient stated that he had obtained a higher result, he would have taken the 40 units instead of 20 units. The patient reported that his test strips were expired. He was unable to state if the techniques for cleaning the puncture site and for testing his blood glucose were correct. The complaint is being reported as the patient alleged he was decreasing his insulin intake, developed symptoms after not taking insulin for 3 days, and received insulin treatment at the hospital to decrease his blood glucose. A replacement meter has been sent.